Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported issue.  Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.  The cause of the reported issue could not be determined.

Event description:
The customer reported that their device was power cycling during a patient event. There was no additional information provided regarding the reported event. There was no report of any adverse effects to the patient during the reported event.